Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the ipg would no longer communicate with any external devices. Reportedly, the patient had not used the scs system in over a year due to unrelated health issues. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the existing ipg was explanted and replaced with a newer model. Follow-up is pending for 3 weeks to turn the system on.